Manufacturer narrative:
The reported event of ¿after trying to bore the lead into the septum, lead was removed to clean the helix and noticed the tip was pulling away from the body of the lead¿ was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix assembly was separated from the ring electrode consistent with procedural damage. The cause of the reported event was isolated to procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left bundle branch (lbb) lead was removed to clean the helix. Upon removal, it was observed that the tip of the lead covering the helix was damaged and had been pulled away from the lead body. The lead was not used and replaced during the procedure. There were no patient consequences.